Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error on his insulin pump. The act button has not been working. Customer has to press the button fifteen times before it responds. Customer's blood glucose is 180 mg/dl. Customer holds the device in a chest strap at night. It may have been a little sweaty, but not wet. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.